Event description:
Procedure type: lap colon. According to the reporter: during surgery, a piece of the inner seal dropped into pt cavity and was not retrieved. After surgery it was confirmed that the seal was torn. No pt injury was reported. No incision was made, there was no blood loss and the or time was not extended over 30 minutes. No further info received.